Manufacturer narrative:
Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. Additions were made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination of the returned device, the sheath shaft exhibited curvature. A tear in the liner was noted, starting approximately 4 inches from the distal strain relief and extending through the remainder of the sheath shaft. The proximal liner was fully expanded as designed. There was a radial tear along the distal liner edge and an axial tear with the distal tip separated and returned separately. Hdpe stretching was observed along the distal tip tear, and scratches were present on the sheath shaft. All score lines were present. Per the edwards technical summary, the instructions for use (IFU), current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An imagery review was performed that confirmed a radial tip tear/separation. It was observed that the patient's access vessel had presence of tortuosity and calcification, including above the femoral bifurcation. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing non-conformance's. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for sheath liner torn was confirmed based on the evaluation of the returned device. Available information suggests that altered balloon profile and/or patient factors (calcification, tortuosity) likely contributed to the event, as a balloon burst was confirmed during product evaluation and calcification and tortuosity were confirmed through the imagery review. Calcification can damage the exposed portion of the sheath liner, leading to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon retrieval. A balloon burst could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing non-conformance's. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn system components separate during use were confirmed per evaluation of the returned device and post-procedural imagery. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as ''moderate'' calcification and tortuosity were reported and were confirmed through the imagery review. Additionally, scratches were observed on the distal sheath shaft, indicative of device interactions with sharp calcium nodules. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. High withdrawal forces during retrieval of ds/crimped thv may promote separation of torn tip if compounded with non-coaxial withdrawal angles. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 16 fr esheath+, the 29 mm commander delivery system, the balloon ruptured. The heart team attempted to retrieve the commander system with the ruptured balloon into the 16fr esheath+ without success. The heart team made the decision to pull the commander system and esheath+ as one unit to the femoral head and had the vascular surgeon perform a cut down on the vessel and removed the commander and esheath+. The patient was transferred to the floor in stable condition. There was moderate calcium in the annulus. The measured annulus size was 627.3 mm2, the degree of tortuosity was moderate, and the minimum luminal diameter was 25.0 mm. The tip of the esheath+ was damaged. Pre-deco engineering findings revealed that the esheath+ distal tip was torn radially with a piece of tip missing. The separated esheath+ distal tip was identified within the inflation balloon.